Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a smoke/burning smell.

Manufacturer narrative:
The reported issue that the device had a smoke/burning smell was not confirmed. However, the left iui connector had physical evidence of thermal damage having occurred. Physical inspection of the device noted thermal activity to have occurred around pins 14 and 13 of the left iui with residue on pin 14. Contamination and fibrous material were observed on the adjacent pins. Analysis of the pump module event log shows the last recorded entry for this device occurred on (B)(6) 2019 at 2:48 pm. The pump module was attached to pcu sn (B)(4) and assigned unit ID a. No active infusions were programmed and the pump remained idle. Review of the pump module error log shows no errors. The pump module was powered on and unit ID assigned. The last recorded infusion per the device event log occurred on (B)(6) 2019 at 5:39 am, at the rate of 25 ml/h with the vtbi of 50 ml. A test infusion with the same parameters as the last recorded infusion was programmed. The infusion completed in 2 hours with no smoke observed or an experience of a burning smell. The left and right iui connectors on the pump module were removed and the resistance between pins measured using fluke digital multi-meter with the expectation of measuring an open condition. The pump module¿s left and right iui connectors exhibited an open condition on all pins. The cause of the reported smoke/burning smell was determined to be overheating due to a thermal event.

Event description:
It was reported that the device had a smoked / burning smell.